Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2011 and suture was used. The suture broke during knotting and the needle disappeared with part of the suture inside the patient. An x ray was done to locate the needle but with no success. The patient was obese and it was too difficult to find the needle.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.